Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event is unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose and route unknown). At the time of this report, the patient's pd catheter has been removed (date not reported) and the patient was receiving hemodialysis therapy while recovering from the peritonitis event. The patient's outcome for the event was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that the previously reported peritonitis was due to a breach in aseptic technique. There was no further description of the breach in aseptic technique. One day prior to the initial receipt of this report, the peritoneal dialysis catheter was removed and the patient was placed on hemodialysis therapy. Eight days prior to the receipt of this additional information, a new peritoneal dialysis catheter was placed and the care plan was to start the patient back on peritoneal dialysis ¿soon¿. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.